Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. There was no reported impact to the customer's blood glucose (bg) level.